Manufacturer narrative:
The reported complaint of "it was noted that the thermogard xp ivtm system (sn: (B)(4)) had intermittent power, and defective power supply was suspected" was confirmed during functional testing. The root cause for the reported complaint was due to defective power supply and defective rear relay bracket on the power supply circuitry board, as a result of user mishandling and/or normal wear and tear. The thermogard console was manufactured in november 2015, and it is reaching its serviceable life of 5 years. Visual inspection of the thermogard console revealed that the top cover deck, adjacent to the air trap holder and close to the prime switch, was slightly cracked. The observed physical damage is unrelated to the reported complaint, and the root cause could be due to user mishandling and/or normal wear and tear. The small crack was fixed to resolve the issue. The event log was reviewed, and no error messages were noted on the reported event date. The thermogard console failed the initial functional testing and did not power up; thus, confirming the reported complaint. When the thermogard console was connected to a known good external power supply, the system powered on and passed the functional testing. The defective power supply and the defective rear relay bracket were replaced to remedy the power issue. Unrelated to the reported complaint, further investigation revealed that the system has been opened and modified by the customer. It was noted that the power supply cables were attached into incorrect connection outlets. Also, the air filter was re-installed inverted. In addition, the glycol drain tubing and the foam on the power supply were missing. All these observed issues are attributed to user mishandling, and all the missing parts were replaced to address the issues. Device was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery was replaced to remedy the fault. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During ivtm therapy, it was noted that the thermogard xp ivtm system (sn: (B)(4)) had intermittent power. Biomed checked the console and confirmed the fuses were functional. Defective power supply was suspected. Another thermogard console was used to continue and complete the treatment. No consequences or impact to patient.